Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -9.00/1.0/113 (sphere/cylinder/axis) diopter implantable collamer lens into the patients left eye (os) on (B)(6) 2024. The lens was reported as having low vault without rotation. On (B)(6) 2024 the lens was replaced with a longer length lens. Cause was reported as unknown this resolved the problem.